Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was over 400+ mg/dl. Customer stated that changes everything and deliver 5 units of insulin and insulin pump still alarmed no delivery. Customer declined to do troubleshooting. Customer stated that she resolved the alarm by a complete set change. Customer requested for insulin pump replacement. Customer reported that she had ER visit last late december and early january. Customer's blood glucose was over 400 mg/dl it may have been around 600 mg/dl. Customer realized that she could not eat and had been constantly vomiting. Customer was not in an accident. Customer was wearing the insulin pump at the time of the event. Customer had diabetic ketoacidosis and treated with insulin, fluids and nausea medication. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.